Event description:
During remote follow up, post paced T wave oversensing was observed on the device. Technical Support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.